Event description:
A patient of unknown age, gender and medical history experienced a thrombotic event nineteen months post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in an unknown vessel.

Manufacturer narrative:
The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were reported. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 18mm cypher stent at an unknown maximum inflation pressure. The patient was later discharged from the hospital on medications that included asa and plavix. According to the reporter, the patient had not been compliant with his asa and plavix. Nineteen months after the index procedure, the patient underwent a repeat angiogram that revealed thrombus in an unidentified area. This was treated with ptca. The product remains implanted in the patient and is thus not available for evaluation. The manufacturing records for lot number r0603570 were reviewed and the results indicate that the product met quality requirements for product acceptance. Thrombotic events are a known potential adverse event post stent implantation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are pharmacological factors that may have contributed to it. Please note that this device (crs28300) is distributed outside the united states; however, it is similar to the united states product cxs28300.